Event description:
It was reported that during prep, when the protective sheath of a 3.0x18 rx xience xpedition stent delivery system (sds) was removed without difficulty, the distal end of the stent was noted to have a separated stent strut. The device was not used in the patient. An unspecified sds was able to complete the procedure successfully. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.